Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that about 2 months after the implantation the lead dislodged. The patient had no symptoms. The lead was repositioned without complications and the patient was discharged from the hospital on (B)(6) 2015. No adverse patient side effects were reported.